Event description:
The target lesion was in the popliteal artery. The lesion was a 90%, calcified chronic occlusion. The vessel was described as tortuous. During the procedure, a pgw .018 sv short 300cm st tip was prepped for use. There was no damage noted to the wire prior to use. The wire tip was not reshaped by the user. The wire was advanced to the target lesion with some difficulty. The wire tip was visible under fluoroscopy. While trying to advance the wire across the target, the wire tip broke and separated, lodging in the patient's popliteal artery. The wire tip was not retrieved from the patient. The patient was discharged without symptoms.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile 300cm guidewire was received coiled inside of a plastic bag. The coated wire presented no damages. The distal tip (coil and core wire) was found fractured and incomplete on the distal end. The coil wire was stretched. Sem analysis was performed and results showed that the core wire fracture surfaces presented evidence of bending, smearing and twisting characteristics. Reverse bending and/or pulling could be related to these surface characteristics. The coil presents evidence of smearing and pulling; it appears that the separation occurred while the coil was being stretched/pulled, since the coil was found unraveled and the tip of the fracture presents slight "pen point" which is a common characteristic of pulling fractures. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01414932. This packaging lot contained 270 units, which were shipped from lake region medical on september 29, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported customer complaint of fractured/separated was confirmed through failure analysis. The analysis is suggestive of tensile overload while attempting to cross a calcified and tortuous lesion as a contributing factor to the reported event. Cordis guide wires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the coronary and peripheral vasculature. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Review of the information provided and the analysis suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event. There is nothing in the analysis or investigation to indicate that there is a design or manufacturing related issue therefore no corrective action is required.